Manufacturer narrative:
H.6. Investigation: it appears the customer¿s concern is about the difference in material composition between the 1ml ll and 3ml ll syringes and not for an actual defect. Syringes were being used to take out dmf and reactivity with the syringes was questioned. Not a product related issue.

Event description:
It was reported that an unspecified number of bd 1ml syringe luer-lok¿ tip experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no:(B)(6)batch no: 9256389 it was reported that the solutions turn turbid and residue the polymer soon in the 1ml syringe. Per customer response: sorry, I have already trashed the samples. Per customer response: this happened repeatedly over (B)(6) and (B)(6). But I presume the information over google says that 1ml synringes from bd are made of polycarbonate and 3ml ones are made of polypropylene. I was using them to take out dmf. Polypropylene is inert to dmf whereas polycarbonate is supposed to react and I believe thats what it did. Please let me know what you think. I have used bd 1 ml syringe (lot: 9066696) and bd 3ml syringe (lot: 9256389) to pull out dmf. I use this dmf to dissolve pvdf polymers. When I use the bd 1ml ones which visually look to be made of different material, the solutions turn turbid and residue the polymer soon. Whereas for the bd 3ml ones it provides absolute clear solutions as expected. It will be helpful for me to learn if there is any chemical difference in-between the two syringe types that I should be careful and aware of before using them with certain chemicals.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd 1 ml syringe luer-lok¿ tip experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: 309628, batch no: 9256389. It was reported that the solutions turn turbid and residue the polymer soon in the 1 ml syringe. Per customer response: sorry, I have already trashed the samples. Per customer response: this happened repeatedly over 31st july and 4th august. But I presume the information over google says that 1 ml syringes from bd are made of polycarbonate and 3 ml ones are made of polypropylene. I was using them to take out dmf. Polypropylene is inert to dmf whereas polycarbonate is supposed to react and I believe that's what it did. Please let me know what you think. I have used bd 1 ml syringe (lot: 9066696) and bd 3 ml syringe (lot: 9256389) to pull out dmf. I use this dmf to dissolve pvdf polymers. When I use the bd 1 ml ones which visually look to be made of different material, the solutions turn turbid and residue the polymer soon. Whereas for the bd 3 ml ones it provides absolute clear solutions as expected. It will be helpful for me to learn if there is any chemical difference in-between the two syringe types that I should be careful and aware of before using them with certain chemicals.